Manufacturer narrative:
G2: the country of the event is ireland. Radiographic image review determined that phone capture of fluro screen of cervical discectomy and fusion was provided. Interbody fusion device does not appear correctly placed in disc space. Unable to count levels on angle provided. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c7/t1 acdf for an indication of cervical stenosis at level c7/t1 under existing fusion. It was reported that while trying to remove the screw and reposition the cage, the screw was turning but not coming out. As the screw was not removed, a venture plate was implanted to prevent the cage from migrating. There were no patient symptoms reported. There were no further complications reported regarding the event.